Event description:
It was reported that there was a post-operative pump pocket hemorrhage and infection (at incisional site/device tract). The pump was explanted on (B)(6) 2013. The patient was last programmed on (B)(6) 2013. The outcome was reported as resolved without sequelae. The pump was used to deliver sufenta and bupivacaine.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported the lumbar surgical wound became been infected and as a result the catheter was explanted on (B)(6) 2013. Symptoms had included drainage from the lumbar wound site. Diagnostic methods had consisted of examination/palpation that revealed the infected lumbar wound site on (B)(6) 2013. The event was noted to be possibly related to the implant procedure. The patient outcome was listed as resolved without sequela as of (B)(6) 2013.